Event description:
Information was received from a patient who was receiving unknown baclofen (unknown dose and concentration) via an implantable pump. The patient reported that he was using the pump to relieve muscle spasms which help him to walk after he had suffered a herniated disc which lead to spinal nerve pinching in 2015. It was reported that the pump was replaced in 2023 as the battery reached end of life. After a month of having the new pump, the catheter was not working and was glued to his skin. The patient reported that they had abdominal pain, abdominal swelling, shortness of breath, and balance issues. The patient reported that they consulted a doctor and a leak in the catheter was noted. The patient underwent an electrocardiogram (EKG) and an x-ray for investigation and the reports were normal. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, product type: catheter section d: information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.